Event description:
It was initially reported that during a physician's review of the pt's programming history that the pt's was accidentally set to output current of 0ma on his normal and magnet settings. The physician believed that a final interrogation was performed and the pt was at her intended settings of output current = 2.25ma, frequency = 30hz, pulsewidth = 500us, on time = 30sec, off time = 1.1min. The pt was programmed to an output of 1.0ma and diagnostics performed were within normal limits. The pt was not reporting any adverse events at that time. Programming history obtained from the site's handheld computer confirmed that there was an interrupted system diagnostics, which reset the pt's settings. The site performed an interrogation following the interruption, but no programming session was performed prior to the pt leaving the office.